Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of (B)(6) due to torn leaflet with severe central regurgitation, thrombus on leaflet and annulus. Follow up with tmvr scheduled for end of may. Per medical records, pre-op tee showed bioprosthetic mitral valve with severe central mr, torn leaflet protruding into the ra and thrombus on the leaflet and annulus, thrombus on the mitral valve. Patient was admitted for treatment of mitral valve thrombosis, warfarin and heparin drip was started. Patient was discharged on hospital day #3. Patient will be on warfarin for 3 months and then will proceed with tmvr.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed